Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (connector damaged, corroded) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery connector was corroded and missing a pin due to the corrosion. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective battery pack. Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge a battery) was confirmed. As received, the charger/modem could not charge a battery. Upon investigation, there was liquid contamination on the battery board. The root cause of the liquid contamination is ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported that charger/modem sn (B)(4) could not charge a battery. The distributor also returned the patient's battery sn (B)(4) and reported that the battery connector was damaged and showed signs of corrosion.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge a battery) was confirmed. As received, the charger/modem could not charge a battery. Upon investigation, there was liquid contamination on the battery board. The root cause of the liquid contamination is ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported that charger/modem sn (B)(4) could not charge a battery.